Event description:
The customer reported that during a hysteroscopy procedure, the ball of an olympus hf resection rollerball electrode 24/28fr fell off into the patient's cavity. The piece was retrieved from the patient's cavity. No patient injury was reported. The generator's settings were set at 160 cut and 70 coag. The site's biomedical engineer tested generator's output parameters and found it to be functioning normally and within specifications. Conductive fluids used were sorbitol and mannitol.

Manufacturer narrative:
(B)(4). The site indicated that the incident unit would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.